Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement was greater than 200 ohms. Boston scientific technical services (ts) stated the right ventricular (rv) lead is single coil and nominal shock configuration for the device is dual coil. Ts recommended reprogramming the shock vector from triad to rv coil to can. The clinician did this and shock impedance measurements were within normal limits. No adverse patient effects were reported.